Event description:
It was reported by the affiliate that during a CABG procedure the clip did not advance. The clip is a circular formation, not a line. The clips do not ligate well. The case was completed with a like device with no patient consequence.